Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer was evaluating the cobas e 411 immunoassay analyzer with 40 patient samples tested for elecsys rubella igg immunoassay (rubella igg) compared to 2 other unspecified clia instruments. Of the 40 patient samples, the results for 3 patient samples were false negative. On (B)(6) 2018 patient 1 result from the e411 analyzer was 3.79 iu/ml (negative). The results from the unspecified clia instruments were 14.5 (positive) and 15.0 (positive). On (B)(6) 2018 patient 2 (female) result from the e411 analyzer was 7.34 iu/ml (negative). The results from the unspecified clia instruments were 12.0 (positive) and 10.0 (positive). On (B)(6) 2018 patient 3 (female) result from the e411 analyzer was 6.94 iu/ml (negative). The results from the unspecified clia instruments were 17.2 (positive) and 15.0 (positive). The 3 patient samples were also sent to an external laboratory where the positive rubella igg results were confirmed by the liaison method. The customer had reported the negative results outside of the laboratory. It is not clear which results were believed to be correct. This information was requested but was not provided. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). The customer's calibration signals were found to be constantly below the specified range. The patient samples are no longer available for investigation. Since sample material is not available, the investigation could not be completed. The investigation was unable to determine a definitive root cause.